Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted.

Event description:
It was reported that the customer received a button error alarm and possibly experienced a low blood glucose level. The customer's blood glucose level was 125 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.